Event description:
It was reported the pt lost stimulation due to lead migration. Fluoroscopic imaging revealed that one of the lead tails had pulled out of the ipg header. Imaging also showed that one of the lead contacts had broken off inside the ipg header. As a result, the pt's scs system was explanted and replaced. The ipg was reported under MFR report #: 1627487-2014-01212. Effective therapy was restored post-op.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.